Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: diazepam, hydrocodone, acetaminophen, ibuprofen, terconazole, prenatabs, iron, prenatal plus and metronidazole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("meningorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes on back, neck, stomach,"), migraine ("migraines") and headache ("headaches"), 3 months 16 days after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, hypersensitivity, anxiety, depression, rash, migraine, headache, fatigue, weight decreased, alopecia, nausea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient's current weight - 120 lbs. Discrepancy noted- bilateral robotic salpingectomy, essure not removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet and medical record received. Reporter information updated. Essure start date updated. Lab data updated. Outcome of events vaginal haemorrhage, menorrhagia, pelvic pain were changed from unknown" to "recovered/resolved". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: diazepam, hydrocodone, acetaminophen, ibuprofen, terconazole, prenatabs, iron, prenatal plus and metronidazole. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menenorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes on back, neck, stomach,"), migraine ("migraines") and headache ("headaches"), 3 months 16 days after insertion of essure. On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), anxiety ("anxious"), depression ("depressed"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral robotic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety, depression, vaginal haemorrhage, rash, migraine, headache, fatigue, weight decreased, alopecia, nausea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient's current weight - 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2019: plaintiff fact sheet and medical records received : reporter information added. Patient demographic information updated. Patient indication updated. Essure start date, other relevant history,lab data updated. Events: abnormal bleeding vaginal, rashes or skin conditions type: rashes on back, neck, stomach, migraines, headaches, fatigue, weight gain / loss specify which one: weight loss, hair loss, lower abdominal pain, back pain were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), menorrhagia ("menenorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral robotic salpingectomy). At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), hypersensitivity ("allergic reaction"), menorrhagia ("menenorrhagia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (bilateral robotic salpingectomy). At the time of the report, the pelvic pain, dysmenorrhoea, hypersensitivity, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, hypersensitivity, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.